Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received several failed self-test and no delivery alarms. The customer mentioned battery issues. The customer's blood glucose was 215 mg/dl at the time of incident. The customer stated that she kept receiving the failed self-test. The customer stated that a basal was not programmed before the failed self-test alarm occurred. The customer stated that the no delivery alarm was resolved by complete set change. The customer was advised that the insulin pump will need to be replaced. The customer declined to troubleshoot for the battery issues. The customer declined the replacement supplies. The insulin pump will be returned for analysis.